Event description:
New information received noted that a chest x-ray was performed on (B)(6) 2019 and confirmed dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 51.8 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon capture testing of the patient's right atrial lead, it was observed that the ventricle was being captured instead of the atrium. Impedance and sensing were within normal range. A chest x-ray and lea revision were discussed.